Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was reported with a technical error alarm suggesting that the safety valve did not close as expected. No information if any parts were replaced were received and no device logs were provided. A safety valve that is not in its predetermined state (closed) may lead to stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. No root cause can be established due to lack of information. H3 other text : 4114.

Event description:
Manufacturer's ref #: (B)(4).